Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
Per the customer's medsun report, "equipment malfunction - the nurse hung a 1 gram bag of magnesium on this pt to infuse over an hour. She went back into the room after about 10 minutes and noticed that the magnesium bag was almost completely infused and she noticed the magnesium bolusing into the pt. She immediately closed the roller clamp and disconnected from the pt and verified that programming was correct." There was no report of any pt harm.